Manufacturer narrative:
An event of incomplete stent opening and valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve migration and incomplete stent opening could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of hypertension and hypercholesterolemia. On CT evaluation, the patient's aortic annulus observed to have severe leaflet and irregular aortic calcification, predominantly in the non-coronary sinus. The perimeter, perimeter derived and area were measured to be 68.7mm, 21.9mm and 353.0mm2 respectively. The patient¿s aortic valve angle was 46 degree. During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an 18mm balloon. At 80 percent deployment, the valve was placed at a depth of 3mm. The valve was able to be implanted successfully at a depth of 3mm. Post-deployment, angiography revealed that the valve migrated to the sinuses of valsalva without hemodynamic compromise or coronary occlusion. A second 25mm navitor vision valve was implanted by the valve-in-valve technique at depth of 3mm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes that there was incomplete stent opening especially in the ncc causing the migration. The patient's status was stable with a good clinical outcome.